Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead was placed and coiled in the pocket but lead measurement on the defibrillator coil was high. After multiple attempts at connecting and re-connecting the lead, the measurement was still high and the physician opted to implant a new lead. No patient complications have been reported as a result of this event.